Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
In (B)(6) 2010, an elevate anterior graft was implanted immediately after a vaginal hysterectomy procedure was done. Post-operatively the pt required a transfusion with two units of blood due to large pelvic hematoma. The pt also complained of "pain/tension at the site of the right ssl." During a follow up visit, it was reported that the pain continued, noted on palpation in the right ssl area. The pt also reported dyspareunia and pain on walking long distances. Examination revealed a "1/2 cm round midline erosion approximately 1 cm below the cuff," treated for a few months with estrogen cream. The pt was reported to be otherwise healthy with no co-morbidities. On (B)(6) 2011, a surgery was done to remove the eroded mesh and the right fixation arm was cut below the eyelet to relieve tension. According to the pathology report "3 cm" of right arm mesh was removed. The pt "stayed overnight; hct stable; voided post op." Doctor follow up was pending in a "few weeks."